Event description:
Reportedly, the jaw separated from instrument, during procedure, requiring conversion from laparoscopic approach to open, in order to locate and retrieve separated piece. Surgeon closed pt., up, sent to recovery, no reported post-op complications.